Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had question regarding the devices' no shock decision. Patient status was not provided.